Manufacturer narrative:
The customer confirmed that the defective main pcb will not be returned for further evaluation. Therefore, root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela has transducer fault alarm. The issue occurred during patient-use and the device was replaced with another ventilator. There was no patient harm associated with the reported event.